Event description:
Boston scientific received information that this right ventricular lead was dislodged a day after pocket closure. At the implant, the patient was intubated and under general anesthesia for profound sleep apnea. The patient was also snoring which might cause all of the slack to be gone from the lead. During the pre-discharge check-up, it was noted that there was a high pacing threshold and diminished sensing and was found out that the lead was fully dislodged. The physician believed that the large respiratory excursion took slack out of lead causing micro dislodgement. A lead position revision was then performed. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.